Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes customer found mold in products. This event occurred 3700 times. The following information was provided by the initial reporter. The customer stated: ¿I am contacting you to report a major non-conformity problem on bd code 368921, lot 2048435 expiring 30.06.2023. The entire batch, with no exceptions, has mould (as per attached photos). We are therefore without tubes."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and did not reveal any additive abnormality. The photos show that the powder additive is present in the tube. The product is placed into cases on their side and the powder will cling to the side of the tube. This is a normal appearance of the product. Additionally, 100 retention samples were evaluated and the issue of additive abnormality was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes customer found mold in products. This event occurred 3700 times. The following information was provided by the initial reporter. The customer stated: ¿I am contacting you to report a major non-conformity problem on bd code 368921, lot 2048435 expiring 30.06.2023. The entire batch, with no exceptions, has mould (as per attached photos). We are therefore without tubes."